Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device was explanted due to its elective replacement indicator (eri) battery status, which was suspected to be due to an extended charge time exceeding specification. This device is included in the november 27, 2007 mid-life display of replacement indicators advisory population. The representative reported the patient had been lost to clinical follow-up for approximately two years. It also was reported the right ventricular (rv) lead was exhibiting loss of capture, and increased pacing thresholds. It subsequently was reported that the lead had experienced a fracture due to clavicular crush. There were no adverse patient effects.

Manufacturer narrative:
External visual inspection noted body fluid contamination in the lead barrels. There were holes in the defibrillation positive, right atrial negative, right atrial positive and right ventricular negative sealplugs. The other two sealplugs were intact. All setscrews operated normally. A review of the stored electrograms noted mechanical noise on the rv channel that is consistent with lead damage. All recorded ventricular threshold measurements from the device's time in service were high. The ventricular threshold at implant was normal.

Manufacturer narrative:
This report will be updated if additional information is received. Return of the device is pending.

Manufacturer narrative:
Additional analysis and testing revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.